Manufacturer narrative:
(B)(4). Approximate age of device - 1 year, 5 months. The patient remains on lvad support with no further issues reported. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced difficulty speaking and left sided weakness on (B)(6) 2016. Head CT scan confirmed an ischemic infarct. The patient was discharged to a rehabilitation facility. No additional information was provided.

Manufacturer narrative:
A full evaluation of the device could not be conducted because it remains in use. A correlation between the device and the reported event could not be conclusively determined. The instructions for use lists stroke and neurologic dysfunction as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.